Event description:
Device malfunction: none. Symptoms/ae: intimal dissection, diminished limb pulse. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the perclose a-t device, achieved arteriotomy closure of a moderately calcified and scarred common femoral artery after an interventional procedure. Reportedly, after device removal, the pulse of the limb was diminished. An angiogram revealed an intimal dissection distal to the closure site. The vessel was surgically repaired and sutured to achieve hemostasis. There were no other reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Improper method - patient selection. The perclose a-t instructions for use state, under special patient populations, "safety and effectiveness have not been established, in patient populations: patients with femoral artery calcium, which is fluoroscopically visible at the access site."